Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
It was reported to philips that the toothbrush handle started smokeing and caught on fire while charging. There was no report of injury or property damage.

Manufacturer narrative:
Device was returned to manufacturer for investigation. It was confirmed that the device malfunctioned. The cause of the customers complaint is melted usb-c charge port.

Event description:
Device was returned to manufacturer for investigation. It was confirmed that the device malfunctioned. The cause of the customers complaint is melted usb-c charge port.